Event description:
This lead was implanted in 2012 and still remains implanted at this time. It was noted on (B)(6) 2016 that the % lvp has dropped from 98 to 85% and there was some interference sensed on the lv channel. The lv threshold has also increased from around 1v@0.5ms at previous follow ups to 2.8v@0.5ms or 2.6v@1.0ms on th same date. The physician was dr. (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).